Event description:
It was reported that the patient received inappropriate shock due to noise on the lead. Lead damage was suspected. The sense/portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.